Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager had fallen off the fridge and needed to be reattached. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager refrigerator failed. The field service engineer (fse) arrived at the refrigerator and found that the adjustable hasp was not secured properly and could be pulled off the door. Fse applied 700lb double sided tape to the hasp and resecured it to the refrigerator door. I then verified proper operation through the hardware test application (hta) self test. The system functioned as intended after the field service engineer (fse) resolved the issue.